Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 48 mm in diameter abdominal aortic aneurysm. The proximal neck measured 20 mm to 21 mm to 23.7 mm in diameter along a 20 mm length. It was reported that, approximately three years and nine months post index procedure the patient presented emergently. The endurant bifurcate stent graft proximal section had migrated distally, there was a proximal type I endoleak, and the patient had an aortic aneurysm rupture. The physician elected to implant another manufacturer's aortic cuff and the endoleak was resolved. The physician stated that the cause of the event is unknown. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.